Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown cannulated screw. Part and lot numbers were not available for reporting. Other number¿UDI: part number unknown, UDI is unavailable. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was initially reported that during surgery to treat a hip fracture on an unknown date, after the surgeon inserted the first screw, he began drilling the second hole which appeared to be close to the threads of the first screw. While drilling, the 5.0 mm cannulated drill bit interfaced with the threads of the first screw and broke off. The surgeon was able to retrieve the fragments. A cannulated tap also broke when it contacted the screw threads of the first screw. The tap fragment was also successfully retrieved. The hex portion of a cannulated hexagonal screwdriver shaft sheared off when it interfaced with the threads of the first screw and the fragments were retrieved. It is unknown if there was any delay to the procedure. It was further reported that the surgeon was using a using a 7.3 mm cannulated screw set for this surgery. Additional devices involved in the event were also returned to the manufacturer along with the initially complained instruments. Upon visual inspection of the additional devices by the customer quality engineer, it was determined on (B)(6) 2016 that one 2.8mm guide wire was bent and one unknown cannulated screw was stuck on the guide wire. These additional devices were determined to be reportable for the complaint event. This report is for one unknown cannulated screw. This is report 5 of 5 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the returned instruments were examined and for the drill bit, tap and screwdriver shaft the complaint condition of broken tip was confirmed as distal tip on all three instruments were found to have broken tips that were not returned. The guide wire and cannulated screw were retuned stuck together and could not be separated. The guide wire was bent at two points along the shaft of the instrument and is completely wedged inside of cannulated screw. There is also a fragment on top of cannulated screw most likely from the screwdriver shaft as the fragments from drill bit and tap were retrieved. No definitive root cause was able to be determined however the failure mode may be result of the surgeon technique as per the complaint description surgeon kept coming into contact with the threads of the first implanted screw which resulted in the complaint description. Per the technique guide, all the returned parts can be used with the depuy synthes cannulated screw system to be used with 6.5mm and 7.3mm cannulated screws. The 5mm cannulated drill bit is utilized to predrill the cortex prior to insertion of cannulated screws. The cannulated tap is utilized to tap the cortex prior to insertion of cannulated screws. The cannulated hex screwdriver shaft is utilized for power insertion of cannulated in conjunction with the holding sleeve. The 2.8mm guide wire is used to aid in the alignment of the cannulated screw during insertion. The unknown cannulated screw is intended for fracture fixation of large bones and large bone fragments. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.